Manufacturer narrative:
The device is an automatic external defibrillator and the actual device involved was evaluated. The failure was confirmed. The investigation revealed that the failure was caused by loss of contact between the cable and connector causing an interruption in communication, corrupting the memory and generating the communication error code. To resolve the issue, the cable is presently soldered directly to the circuit board during service repairs to eliminate future connection issues. Upon completion of the repair, the device performs to specifications.

Event description:
The customer stated that this unit displayed in ECG comm error while on a patient. No harm to patient.